Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the staples malformed after firing. During the laparoscopic sleeve gastrectomy, after 2nd firing with ecr60d, the staples malformed with irregular shape. Changed another reload,the event re-happened and the cut line was jagged. Suture was used to complete the surgery. There were no adverse consequences to the patient.